Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The pharmacist at the clinic, reported the following event, "implant opened during a procedure dated (B)(6) 2015 with surgeon. The cap could not be detached from the femoral canal due to a defect on the push cap which is supplied with the implant."

Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The pharmacist at the clinic, reported the following event, "implant opened during a procedure dated (B)(6) 2015 with surgeon. The cap could not be detached from the femoral canal due to a defect on the push cap which is supplied with the implant."